Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The device history record review and complaint history review could not be performed as part and lot information is unknown. The reported device is used for treatment. It is unknown if the device was used in an approved and compatible combination. Primary operative and revision surgical notes were not provided. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.